Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 536 mg/dl. Reportedly, the customer ate a meal and did not bolus enough insulin to address the meal. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer continued to use the pump for insulin therapy.